Manufacturer narrative:
Only the lot# was provided. Manufacture date was not determined. Lancing devices/lancets are also not 510(k) cleared.

Event description:
A nurse in the (B)(6) accidentally stuck herself with a used minilet lancet when the needle allegedly did not retract far enough into the cap. She followed her facility's incident protocol.